Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that there was temperature detection abnormality that occurred due to the failure of the ID board. The defective ID board was replaced, a software upgrade was performed, and the device was repaired, tested and found to be fully functional. However, given the information provided we cannot discern a definitive root cause for the defective ID board. A manufacturing record evaluation was performed for the finished device [serial number: (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate the vapr vue generator. There was no adverse consequence to the patient. An ID board failure was found during the maintenance inspection process. The customer does not want to provide additional information about this pc. The device is available to be returned for evaluation.